Event description:
A report was received that the pt was getting sharp pains in his back. X-ray confirmed that the pt's lead had migrated out of epidural space. Everything was explanted during the revision as the physician did not want to take the risk of infection. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during mfg. This is the final report.